Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during dwell 1 was not confirmed due to a lack of sample; however, per the complaint information the root cause of the se 2240 is due to air being sucked into the disposable because, there was an open clamp on unused supply line. The hp had a supply line that was not being used with cap off and the clamp was open. This review finds the labeling adequate for the use error(s) in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). During investigation by baxter, this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow up MDR will be sent.

Event description:
The customer contacted baxter regarding a system error 2240 alarm, which occurred on the homechoice (hc) during dwell 1. The baxter technical service representative (tsr) advised the home patient (hp) that air has entered setup. The hp had a supply line that was not being used with cap off and the clamp was open. The tsr explained to hp any lines not being used during therapy must remain closed. The tsr assisted the hp with clearing the alarm and recommended to start over with new supplies. The hp stated that he was unable to start over due to not being able to lift bags and having no one to assist him. The tsr advised hp must call the peritoneal dialysis registered nurse (pd rn) if they were not able to complete therapy. The tsr asked hp if he has manual supplies and hp stated no. The tsr again advised hp to contact their pd rn right after the call. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement at the time of this reported problem. Writer spoke with the hp on (B)(6) 2011. He stated that he had re-started with the entire setup. The writer asked whether the hp informed the rn about this occurence and he stated "yes". The hp stated that he knew proper procedures, as he had done pd therapy for over two years at this point. There were no injuries or medical intervention reported at this time.